Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via the common femoral artery. The 99% stenosed lesion was located in a severely calcified and tortuous right anterior tibial artery. The 2mm x 40mm x 144cm coyote es balloon was advanced to the lesion and initially inflated to 10 atms. The balloon catheter was moved a little and reinflated; but ruptured at 5atms upon second inflation. The balloon was removed intact, and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).